Event description:
Patient had surgery for concerns with past hip replacement. During surgery, it was found that the acetabular liner was broken/fractured. The liner was replaced with a new liner. There was concern that the liner was defective.